Manufacturer narrative:
Our records indicate that this lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms. It was noted that the shock impedance measurements were normal. Noise was present on the pace/sense channel which could be reproduced when the patient's arms were raised. The patient also received an inappropriate shock. A lead revision procedure has been scheduled for the near future. No adverse patient effects were reported.